Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Piece of cotton inside me- vagina [foreign body in reproductive tract] , piece of cotton (inside me)- tampon [device breakage] . Case narrative: consumer reported via e-mail that a piece of cotton was left inside. No serious injury reported.